Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. The patient's physician prescribed a steroid cream and advised that the patient could end use of the lifevest as the patient was to receive an ICD. The medical outcome of the rash is unknown.